Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7019487.

Event description:
It was reported that the patient only felt stimulation on the ribs and a little relief. All devices were explanted and will not be return. The patient was reportedly doing well postoperatively.